Event description:
A report was received that alleges the device was found leaking after an unk amount of time in use. No related medical sequela was reported.

Manufacturer narrative:
Device eval: customer has not yet returned the device to the MFR for device eval. When and if the devices becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.